Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00544 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-109 that there was a performance issue. The following information was provided by the initial reporter: was this issue involving patient or nonpatient samples? Patient. Was there any patient impact? (Y/n) n, the test was repeated to give the correct result to patients. Phoenix 448609 e. Avium not growing on panel

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-109 that there was a performance issue. The following information was provided by the initial reporter: was this issue involving patient or nonpatient samples? Patient. Was there any patient impact? (Y/n) n, the test was repeated to give the correct result to patients. Phoenix 448609 e. Avium not growing on panel.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.